Manufacturer narrative:
Concomitant medical products: 6947m-62 lead, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) triggered an audible alert tone for magnet and the patient could "feel a vibration." The device remains in use. No further patient complications have been reported as a result of this event.